Event description:
During verification testing at the service center, unrestricted flow was noted when the cassette was removed.

Manufacturer narrative:
The device was received on (B)(4) 2012. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.